Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the gun was not returned along with the needle; therefore, the returned device is incomplete. Upon visual evaluation of the device, it can be noticed there are implants still in the plastic sleeve; however, as it can be seen the two implants weren't deployed. Hence,the complaint cannot be confirmed. However, given the information provided we cannot discern a definitive root cause for the reported failure.a manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Double deployment. It was reported that during the operation of arthroscopic diagnosis and treatment of left knee arthroscopy and meniscus repair, after 1st firing, two plates were deployed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Customer is very experienced with the device using, suspect if the plastic sleeve with some issues.